Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that (qty. 2) of an ar-3636 knotless 1.8 fibertak soft anchor was deployed, and the passing link tore before passage on the two anchors. The working suture was cut out of the patient, and the body of the anchor was left in the patient. The case was completed successfully, and no pieces broke off inside the patient. This was discovered during a hip arthroscopy procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or improper surgical technique. Directions for use dfu-0054-eo bio-fastak, fastak¿, suturetak® and fibertak® suture anchors. G. Precautions: 7. Arthrex implant specific instrumentation must be used to insert implantable devices per the recommended surgical technique. The complaint allegation was not confirmed. No evidence of the failure was received.